Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish a connection between the ipg and the patient controller (pc). A company representative met with the patient to troubleshoot the device and the cp reflected the error message: "ipg repair attempted". The cp then connected to the patient's ipg and all programs were deleted. However, reprogramming was able to restore and provide effective therapy for the patient.